Event description:
Customer stated the table dropped causing the pt to fall off. (No injury).

Manufacturer narrative:
A service co was sent to evaluate the table. They could not find any issues. The table ran normally and the dropping issue could not be duplicated. The facility was advised that the table is past its design life.